Event description:
When the inner package was opened the paper lid was glued to the foam and a new one was opened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding the tyvek lid packaging being adhered to the inner foam packaging involving a v40 cocr lfit head 36mm/+5 was reported. The event was confirmed through photographs received from the event site. Method & results: not performed as the packaging material was not returned for evaluation. Photos of the packaging were provided and showed marks of the tyvek lid being adhered to the foam. Not performed as no medical records were provided as there was no patient involvement or associated procedure reported. The reported device was manufactured and accepted into final stock with no reported discrepancies with the product or its packaging. There have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that foam packaging being stuck to the inner blister tyvek lid of a triathlon ts baseplate was caused by a known packaging issue. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
When the inner package was opened the paper lid was glued to the foam and a new one was opened.